Event description:
It was reported that the catheter was placed on (B)(6) 2013. The whole insertion length was 40 cm. After that, the catheter was used normally, however, on (B)(6), when the nurse did regular maintenance, the patient complaint of shoulder pain; on the next day, the condition got worse, so the nurse pulled out of the catheter and found there was a leakage at the site of 25 cm.

Manufacturer narrative:
This complaint of a subcutaneous leak is confirmed. During the evaluation of the complaint sample two leak sites were observed. Th leak sites are located on opposing sides to each other. They are both located at the 15 cm depth marker. It should be noted that the two damaged sites contain different characteristics. The leak sites are parallel to each other. One leak site exhibits a longitudinal slit in the tubing. The slit traverses along an irregular line. Tension applied on either side of the leak site exposes rough, uneven cross sectional walls. The opposing side of the tube reveals a "u" shaped split in the tubing. The leak site is < 0.2 inches in length. During functional testing a spraying leak is observed. The complaint sample had been in place for approximately one month prior to the complaint incident. The exact mechanism of this damage is undetermined. A lot history review (lhr) of rewj0582 showed no other similar product complaint(s) from this lot number.